Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon pressing the "abc" button, the pump touch screen would go black. There was no known impact to the customer¿s blood glucose. Troubleshooting with tandem technical support was performed and the issue was resolved. The customer continued to use the pump for insulin therapy.